Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer alleged insulin did not deliver through the infusion set tubing. Customer's blood glucose(bg) level was 133 mg/dl. Reportedly, the customer changed the infusion set and cartridge, and successfully resumed insulin delivery.